Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.

Event description:
General report rec'd of an unspecified number of undocumented incidents of air in the syringes of monitoring kits. The three station manifolds are set-up with the first port (closest to the pt catheter) for pressure monitoring, the second port connected to the flush solution and waste management system, and the third port is connected to the contrast media reservoir. It was reported that during pt use, contrast media was drawn into the syringes and air was noted in the syringes prior to contrast media injection. The syringes were replaced with individually packaged syringes or new kits were opened. The procedures were then resumed without any further sequelae. The customer contact stated that an "incomplete seal" was noted at the connection of the syringe and manifold. There were no reported adverse effects to the pts and no medical interventions were required. Though requested, no additional info was provided.